Event description:
On (B)(6) 2012, it was reported that the screen adjustment procedure was constantly looping on the handheld and he was unable to exit from that screen. Troubleshooting was performed such as using a business card to scrape any residue or particles from the edges of the screen and performing a hard reset but once back on the alignment screen it would not continue past this screen. The physician stated he had performed the alignment about 10 times and was being very accurate in selecting the center of the crosshairs of the alignment procedure. The handheld and flashcard were returned for product analysis on (B)(6) 2012. Product analysis is still underway and has not yet been completed.

Event description:
Additional information was received on (B)(6) 2012 when product analysis was completed on the handheld and flashcard. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. No software anomalies were identified during analysis on the handheld. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
.